Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown screw at an unknown point in time. A procedure for the removal of the screw was scheduled for (B)(6) 2016. Revision procedure was performed after patient developed promximal junctional kyphosis. The explanted screw was not available for return and evaluation. This report is for an unknown screw. This is report 1 of 1 for (B)(4).